Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit also received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, cracked belt clip slot, and broken battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to deliver a bolus after clearing a no delivery alarm due to buttons responding intermittently. Customer also reported that insulin pump had cracks. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.